Event description:
It was reported that one of the new red coated pivot latch screws "failed" shortly after it was properly installed, torqued to 10-inch pounds and 72 hrs. Curing. The customer replaced it with another pivot latch screw, and it also "failed" after the curing period. It was reported that the issue was discovered while doing qc check on pumps rolling through during the firmware upgrade and pm their fleet. When the biomed opened the door and put approximately1 inch pound or less reverse twist on a small flat blade to catch any loose screws that are not yet protruding, they found the issue and looked it up to find that it had just been replaced 72 hours before and had not yet gone out to the floor. After the curing period, the biomed opened and closed the door 10 times and then checked the screw using the method "above" and found it was loose. There was no patient involvement.

Manufacturer narrative:
Please note that the investigation was performed only on the components (pivot latch screw), as these were the only samples provided by the customer. Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Device evaluated by bd.

Event description:
It was reported that one of the new red coated pivot latch screws "failed" shortly after it was properly installed, torqued to 10-inch pounds and 72 hrs. Curing. The customer replaced it with another pivot latch screw, and it also "failed" after the curing period. It was reported that the issue was discovered while doing qc check on pumps rolling through during the firmware upgrade and pm their fleet. When the biomed opened the door and put approximately 1 inch pound or less reverse twist on a small flat blade to catch any loose screws that are not yet protruding, they found the issue and looked it up to find that it had just been replaced 72 hours before and had not yet gone out to the floor. After the curing period, the biomed opened and closed the door 10 times and then checked the screw using the method "above" and found it was loose. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.